Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Event description:
As reported by the field clinical specialist (fcs), the patient underwent a mitral valve in mac procedure via the transfemoral approach with a 29mm sapien 3 valve. The valve was implanted and there was paravalvular leak (pvl). A second 29mm sapien 3 valve was implanted. Patient was stable. Per the report, the use of a second valve was anticipated as the first valve was expected to leak.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing or dimensional analysis could be performed. In addition, no relevant imagery was provided. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving valve and delivery system usage. Per the IFU, the valve system is indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be appropriate for the transcatheter heart valve replacement therapy. The valve system is also indicated for patients with symptomatic heart disease due to failing (stenosed, insufficient, or combined) of a surgical or transcatheter bioprosthetic aortic valve, a surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy. Based on the review of the IFU/training manuals, no deficiencies were identified. Implantation of the sapien 3 valve with the commander delivery system in the native mitral annulus is not indicated for use. Review of the risk management file found no further action is required. The event for deployed valve exhibiting paravalvular leak (pvl) was unable to be confirmed as relevant imagery was not provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. It should be noted that the valve was implanted in a native annulus (mac) at the mitral position for this case. This is considered as an off-label operation. The sapien 3 valve with the commander delivery system was indicated for native aortic valve replacement, surgical bioprosthetic aortic or mitral valve replacement or a native mitral valve with an annuloplasty ring. As reported, 'the patient underwent a mitral valve in mac procedure via the transfemoral approach with a 29mm sapien 3 valve. The valve was implanted and there was paravalvular leak (pvl).' In this case, the valve was implanted in the native mitral annulus, which is non-circular in shape. Deployment of a circular valve in a non-circular landing zone may not cover the entire annulus circumferentially and may result in a gap between the annulus and the valve, leading to pvl. In this case, available information suggests procedural factors (off-label operation, mac) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.